Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4020c-08 was received for investigation. Visual inspection identified that the bio-composite screw had fragmented, with four distinct pieces returned. Using digital caliper ID: 011, it was determined that approximately 10.69mm of the base of the screw remained. It was noted that the method used to prepare the bone during the procedure, as well as the bone quality encountered, were not recorded. The observed condition is most likely the result of improper bone preparation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the implant ruptured and broke off inside the patient. But it was removed from patient. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.